Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia while using the system and stated the pump was not connected correctly. Symptoms included high blood glucose. Outcomes included no reported long-term impact. Investigation included attempts to obtain additional information through user communication and analysis of the information provided. Investigation of this case revealed no findings due to insufficient information, and the cause could not be established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.